Event description:
It was reported that the ventilator while in use had an alarm related to oxygen with fio2 at 22%. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The reported phenomenon was not duplicated but confirmed that diagnostic codes: 1111 and 1208 had been recorded in the event log. Judging from the event log, the diagnostic code: 1111 had likely been recorded by the phenomenon that an amount of leak had increased by open status of a circuit then flow which had exceeded leak compensability of v60 had occurred temporarily. No part needed replacing. The customer cancelled the repair. Therefore, the device was returned unrepaired.